Manufacturer narrative:
The devices associated with this complaint were not returned for evaluation. The reported event could not be confirmed as the units were not returned for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 08/21/2015 / expiration date: 08/31/2016 (B)(4). Battery - (B)(4) / 1650 / manufacturing date: 07/31/2015 / expiration date: 07/31/2016 (B)(4).

Event description:
It was reported that the patient complained about fraying of this batteries power cables. The batteries were issue on (B)(6) 2015. The devices were removed from service and disposed. There were no reported patient consequences. No further information was provided.